Manufacturer narrative:
One medfusion pump was received with no external damage. The event history log could not be accessed because some of the keypad did not work. Start-up and inspection were conducted and the keypad was not working. The battery could not be tested due to the bad keypad. The cause of the keypad issue was unable to be determined, but some external damage was noticed on the keypad or connection to the main board. The keypad was replaced to resolve the issue. The battery was replaced as a preventative measure since it was from 2018.

Event description:
Information was received indicating that a smiths medical medfusion pump has a depleted battery and a bad keypad. There was no reported adverse event.